Event description:
The customer reported that she was hospitalized due to high blood glucose levels greater than 1000 mg/dl. Prior to the event, the customer woke up with blood glucose levels greater than 600 mg/dl. The customer treated with manual injection, but her blood glucose levels remained elevated. The customer stated that her blood glucose levels have been fine ever since the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.